Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2019 for follow up. Review of the stored electrograms revealed event of non-sustained right ventricular oversensing. Programming changes were discussed. The patient was stable and will continue to be monitored.